Manufacturer narrative:
Additional narrative: patient identifier: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a tfna nail removal procedure due to non union. During the procedure, the surgeon couldn¿t get the extractor to thread into the nail. It was discovered that the threads of the extractor has been damaged. There was a five to ten (5-10) minutes of surgical delay noted. The procedure was successfully completed. There was no other medical intervention required. This report captures the intra-op event of extractor couldn't thread into the tfna nail due to damage, while related complaint (B)(4) captures the reported post-op event of tfna nail removal due to non-union. This report is for one (1) nail extractor. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.032-us. Lot: 9266428. Manufacturing site: werk hagendorf. Release to warehouse date: november 27, 2014. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the extract-instr f/nails cann was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the threaded tip of the device was stripped/ worn out. The noted issues were consistent as end-of-life indicators for the device. No other issues were identified with the returned device. Investigation conclusion: the received condition was consistent with the complaint condition thus the complaint was confirmed. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.